Event description:
A pt received 2 units of op-1 putty in 2004 during a spinal fusion revision for scoliosis. In 2005 she was diagnosed with renal cell carcinoma and subsequently died (exact date unk). Symptoms included severe flank pain. Testing (nos) revealed a tumor involving her left kidney. Additional testing included a home scan, which was read as negative. Treatment included a laparoscopic left nephrectomy 5 months later which revealed no evidence of invasion of the regional lymph modes, adrenal gland, or renal vein. Approximately two months following the nephrectomy, the pt developed extensive metastasis and died. The physician initially attributed on causal relationship to the use of op-1 putty 3 months later, the physician stated that following their own review of the literature, that they now feel the renal cell carcinoma was "probably related to the use of op-1". Their rationale for this causality assessment was "the known association between renal cell stimulation and op-1. Nineteen days later the physician provided additional information including the pathology report. The final hostological diagnosis was a grade IV renal cell carcinoma, unclassified with complete sarcomatoid transformation. The tumor ws a 6.1cm mass in it's greater dimension in the lower pole, arising from the parenchyma nd bulging the cortical surface. It did not show invaded periephric fat. 1 small hilar lymph node was negative for malignancy. No additional tumor masses were seen. The physician also reported that the pt had no known risk factors and no known concomitant illnesses. The pt received no treatment for the renal cell carcinoma other than the laparoscopic nephrectomy. No additional information is expected. This is the first report of renal cell carcinoma received in postmarketing experience with op-1 putty (rhop-1, type I bovine bone collagen matrix (collagen matrix) and putty additive carboxymethylcellulose). Although op-1 (bmp-7) is known to be involved in renal development, there are no known literature reports which suggest an association between op-1 and the development of renal cell carcinoma.